Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a stent placement procedure in the kidney, performed on (B)(6) 2022. During the procedure, the patient had difficulty in advancing the stent over the guidewire and the stent crumpled inside the scope, unable to be removed. Another stent of a different model was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.